Manufacturer narrative:
The driveline repair was previously reported under: MFR: 2916596-2019-05106. Manufacturer's investigation conclusion: incidental finding: review of the submitted log files revealed behavior potentially consistent with an ingested thrombus passing through the pump; however, a direct cause for the event could not be conclusively determined through this evaluation. Analysis of the log file provided by the account confirmed elevations in pump power with a decrease in pulsatility index (pi) over a short duration which could potentially be consistent with an ingested thrombus passing through the pump; however, the cause of this event could not be conclusively determined through this evaluation. Additionally, review of the log files also confirmed isolated elevations in pump power; however, a specific cause for this finding could not be conclusively determined. The account reported that the patient was experiencing sustained power and flow elevations. These elevations were observed within multiple submitted log files. The account ultimately communicated that the sustained power elevations appeared to resolve overnight. Multiple requests for additional information regarding the power elevations were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The submitted log files contained data ranging between 17oct2019 and 04nov2019. Isolated power elevations were observed on 26oct2019, 27oct2019, 28oct2019. The observed powers elevated up to 11 w before going back down to baseline values. The power elevations observed on 26oct2019 and 27oct2019 were recorded during pi events. Starting on 28oct2019 at 01:24:54 pm, a consistent elevation in power was observed with decreased pi values during these events. It was noted that the controller was exchanged due to a defective display screen (refer to (B)(4) for the investigation). When the patient was connected to a new system controller, continued elevations in power with a decrease in pi values were observed until 28oct2019 at 05:46:04 pm. Power elevations were observed up to 13.9 w with pi values decreasing to 3.4. The power elevations returned to baseline values until 31oct2019, when two isolated power elevations were observed before returning to baseline values again. No further power elevations were observed; the pump speed remained above the low speed limit for the duration of the files. The system appeared to be operating as intended. Although a direct cause for the events captured in the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log files could be potentially consistent with an ingested thrombus passing through the pump. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing power spikes and sustained power elevations after an external driveline repair. During the analysis of the log file; behavior potentially consistent with an ingested thrombus was found.